Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. The physician performed an invasive procedure and elected to explant the ICD.